Event description:
It was reported that on (B)(6) 2010, the patient was hospitalized. On (B)(6) 2010, the patient underwent a promus stenting procedure in the proximal right coronary artery with one 3.5 x 28 mm stent and in the proximal left anterior descending artery with one 3.0 x 23 mm stent. After the 3.0 x 23 mm stent was implanted, a dissection was noted which did not require treatment. The patient was discharged from the hospital on (B)(6) 2010. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: dil cath: lacrosse 2.5 x 15, de slip 3.0 x 14; guide wire: sion; guide cath: profit jl3.5 (6fr); stent: promus 3.5 x 28 mm; other: aspirin. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us. There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the (B)(4) promus instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.